Manufacturer narrative:
Event date is an approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neuro stimulator for multiple back operations. It was reported that the patient's implant was not charging up and was not working properly. The patient stated that the recharger itself showed that it was charged and they were able to start a normal charging session to charge their implant. The patient stated that it was on the right spot but the problem was that the battery never charged up, like the battery level did not progress. Product service specialist (pss) asked patient if they had recharging equipment or patient programmer. The patient stated that they did not have them at the time. The patient has had strokes so they could not remember where the programmer was at the time. The patient confirmed the strokes were not device related. Patient stated the reason for her call was to make an appointment with the manufacturing representative (rep). Pss reviewed role of rep and redirected patient to a healthcare provider. No patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.